Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient felt the stimulation was very close to the ribs. It caused difficulty bending on that side. They responded to the question of if the replacement device resolved the fact of the patient feeling like the implant was rubbing against their ribs, that it didn't resolve it so much. It just rubs in a different area, directly behind where the first pocket was placed. The new antenna was allowing them to set the charging bars up and staying to charge the stimulator. No further complications were reported.